Event description:
The pt experienced intermittent shocking and no stimulation. Impedances were checked and found to be high; the values were not reported. The implantable neurostimulator (ins) was reprogrammed. The pt had no therapy. The ins was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.